Manufacturer narrative:
The reported event of over-sensing was not confirmed. The device was at elective replacement indicator (eri) level upon receipt. Electrical and mechanical analysis performed indicated normal functionality. Further evaluation including sensitivity test under most sensitive settings found no anomaly. Additionally, visual inspection of the header and connector did not find any contamination or foreign material that could contribute to the reported event. Longevity assessment was performed, and the device exceeded projected longevity indicating normal battery depletion.

Event description:
New information received notes that the pacemaker was explanted and replaced on (B)(6) 2026. The patient's condition before, during and after procedure was unknown.

Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the pacemaker exhibited far r wave oversensing. No intervention was performed. The patient was in stable condition.